Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00186: plate.

Event description:
When the doctor was implanting an acu-loc 2 vdr plate, the insertion of a screw into the plate slot caused the radius shaft to split. The plate was replaced with a longer plate.